Event description:
Allegedly, patient suffering from severe pain in the left hip.

Manufacturer narrative:
This is the same event as 3010536692-2015-00587, -00588, -00590.

Manufacturer narrative:
Please disregard. This report was filed in error.